Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm critical pump error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues after jumping into a pool, insulin pump had bank display and after removing battery, insert battery alarm did not display on the pump screen. Customer's blood glucose level was unknown. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. The device will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the insulin pump critical pump error confirmed by the high pitch sound pump gave off.